Event description:
The patient reported that he experienced intermittent stimulation. The patient only felt stimulation in his right knee when he moved it. The patient noted that the implantable neurostimulator (ins) had been working fine until "yesterday or the day before." There was no know accident or incident related to the complaint. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748951 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 748951 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4) implanted: 2006 (B)(6), product type programmer, patient product ID: 3998 lot# v004644, implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).